Event description:
The pt received his scs system on (B)(6) 2010. The pt reported his ipg was hot during charging sessions. The pt reported when he charged more frequently for less amount of time, the issue was better. A new charger did not resolve the issue. When the pt met for reprogramming, he felt a popping sensation at the ipg site for a few seconds. The pt's physician checked the temperature of the site, and is working with the pt on this issue. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.